Event description:
On (B)(6) 2011, it was reported that the pt's blood glucose levels had risen to 351 mg/dl. The pt's normal range is between 90-200 mg/dl. Trouble shooting with the pt revealed that he thought that when using a bolus calculator that the bolus calculator would deliver the bolus for him automatically. The pt was advised that he must input the bolus amount into the infusion device and tell the infusion device to deliver the bolus. On (B)(6) 2011, the pt's doctor adjusted his basal rates. F/u with the pt and his sister, on (B)(6) 2011, revealed that the pt had been admitted to the hospital. The pt thought he had passed out due to extreme heat, but his sister and the trainer confirmed that he was admitted to the hospital due to hypoglycemia. His sister stated that, before going to the hospital, his blood glucose level was 426 mg/dl and he was getting ready to eat a meal, so he bloused to account for the meal and the elevated blood glucose levels, but did not end up eating the meal. He began sweating profusely and passed out. Paramedics were called and treated the pt with an IV. When the paramedics arrived the pt's blood glucose level was 358 mg/dl. The pt's blood glucose level dropped to 30 mg/dl that night and the hospital gave the pt two glasses of orange juice. The trainer stated that previous work with the pt, on (B)(6) 2011, revealed that pt was having difficulty inserting the infusion set and a previously inserted infusion set revealed a bent cannula once removed. At the time of communication with the pt, on (B)(6) 2011. His blood glucose levels were returning to his normal range. He has scheduled further training with a trainer. The product was not requested to be returned for eval at this time.

Manufacturer narrative:
No product will be returned for eval.